Event description:
Spanish-speaking pt who was confused and in soft restraints with tube feeding and IV fluids infusing plus foley catheter was found in bed, hands unrestrained. Pt had disconnected IV, tube feeding, and foley catheter and connected tube feeding to the IV. No tube feeding appeared to have infused into pt. Note: all tube feedings currently on market will fit into an IV port. Rptr states modification of the ends of all types of tube feeding tubes appears to be warranted so they will not fit into an IV. (See also 1001838.)